Event description:
Hcp reported pt was involved in a motor vehicle accident in 1990. A dorsal column stimulator was implanted in 2001 for neck/arm pain and headaches. Pt developed central cord syndrome post-op. The pt required rehabilitation and recovered. No report of device explantation. A follow-up report will be sent when additional info is received.